Event description:
It was reported that the patient received inappropriate hv therapy due to the oversensing. Upon reviewing the segms, far p sensing, or a possible insulation issue near the tricuspid valve was observed. The rv lead was dislodged. The lead was explanted.

Event description:
New information received notes the patient also had infection.

Manufacturer narrative:
Na

Manufacturer narrative:
Review of quality records.